Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced swelling, pain and bleeding at the ipg site. The patient felt the ipg was bulging and the incision appeared to be opening. The patient was instructed to go to the emergency room. The physician determined there was bruising at the ipg site which was part of the healing process. The issue has since resolved.